Manufacturer narrative:
The device was not evaluated. This issue was resolved for the customer by starting 2 hours of automated body shifting and repositioning the patient to relieve the pressure.

Event description:
It was originally reported that a patient sustained a pressure injury. It was further reported that this was a rash and not a serious injury.

Event description:
It was reported that a patient sustained a pressure injury. Attempts are being made to gather additional details from the user facility.